Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away. Further details were not provided. The date of death was estimated.

Manufacturer narrative:
This event was determined to be supplemental information to MFR # 2916596-2024-00139. Investigation findings was already reported under MFR # 2916596-2024-00139.